Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿extension set experienced device damage while still considered operable. The following information was provided by the initial reporter: after checking a venous route, the nurse found the 3-way extension broken. Potentially serious risks: infection for the patient; the fact that with a broken device, the patient may not be injected with a needed substance; the leak could lead to contamination for the healthcare providers. Dr. Reported directly to swissmedic.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of component damage - leak were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint.

Event description:
It was reported that the bd connecta¿extension set experienced device damage while still considered operable. The following informatino was provided by the initial reporter: after checking a venous route, the nurse found the 3-way extension broken. Potentially serious risks: infection for the patient; the fact that with a broken device, the patient may not be injected with a needed substance; the leak could lead to contamination for the healthcare providers. Dr. Reported directly to swissmedic.